Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD) due to incorrect interpretation of supraventricular tachycardia. No intervention was performed. The patient had no adverse consequences due to the event.